Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 38% before an magnetic resonance imaging (MRI) scan was performed, to 16% currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely, due to an abnormal increase in power usage. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. In december, new device data was reviewed and a new 60 day replacement interval was provided. The device was explanted and replaced in april. No additional adverse patient effects were reported outside of the surgical intervention to replace the device. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 38% before an magnetic resonance imaging (MRI) scan was performed, to 16% currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely, due to an abnormal increase in power usage. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service.